Manufacturer narrative:
Add'l lot#: 29304.

Event description:
Doctor's office called with concerns that the patient was implanted with expired product. (B)(6) at doctor's office stated patient has not had any complications since implantation.